Manufacturer narrative:
(B)(4). (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6) 2012 whereby a gore dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2012 whereby an alleged gore device was implanted. The following was reported: "pt. Had gore mesh implanted on (B)(6) 2012 for parastomal repair. On (B)(6) 2012, she required an additional laparoscopic surgical repair because the gore mesh failed and allowed recurrence. Substantial intraabdominal adhesions were noted at the gore mesh implant and reduced. This required 40 minutes of additional or time. Another gore mesh was implanted to make the repair. On (B)(6) 2013, she required another laparoscopic surgery because the gore mesh had again failed and caused recurrence and adhesions. The adhesions were so severe that she required 120 minutes to just take down adhesions. Mesh was noted as being "all around the hernia defect" and that they "elected to close the present mesh primarily...." This suggests the mesh ruptured. Plaintiff had a painful recovery and required emergent care on (B)(6) 2013. She was noted to have extensive bruising and ecchymoses over entire right side of her abdomen. She was also noted to have continous drainage of blood from multiple surgical port sites." It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code[s]. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code(s) (1695, 1994, 2240, 2602, 3191 other for "mesh failed", "mesh rupture", "extensive bruising and ecchymoses") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span november 16, 2010 through march 19, 2020 and not all records received in this time span are relevant to the alleged gore® dualmesh® plus biomaterial devices. [ we have the item number for the unknown one and one is identified.] Medical records from july 11, 2013 through november 20, 2019 were not provided. Patient information: medical history: on (B)(6) 2010: bladder cancer. On (B)(6) 2011: urothelial carcinoma invading into detrusor muscle; evidence of perineural invasion. On (B)(6) 2011: hernia around the ileal conduit. Smoking. On (B)(6) 2013: former cigarette smoker for 40 years; quit on (B)(6) 2010. On (B)(6) 2011: quit alcohol 3 years ago. On (B)(6) 2012: parastomal hernia. On (B)(6) 2012: recurrence of parastomal hernia. Sepsis. Hypertension. Gastroesophageal reflux disease [gerd]. Thyroid disease. Overweight: on (B)(6) 2011: 144 lbs., bmi 26.22. On (B)(6) 2012: 155 lbs., bmi 28.35. On (B)(6) 2013: 153 lbs., bmi 27.98. On (B)(6) 2013: recurrent parastomal hernia. On (B)(6) 2019: hernia abdominal wall, bowel visible through very thin abdominal wall. On (B)(6) 2020: chronic hernia around urostomy. Chronic obstructive pulmonary disease [copd]. Chronic kidney disease, stage IV. Anemia secondary to renal failure. Surgical procedures: 1977: hysterectomy, bilateral salpingo-oophorectomy. 2004: open cholecystectomy. On (B)(6) 2010: transurethral resection of bladder tumor. On (B)(6) 2010: cystectomy with ileal conduit urinary diversion. On (B)(6) 2012: laparoscopic primary repair of parastomal hernia. [Alleged implant: gore® dualmesh® plus biomaterial; only primary repair completed ¿ no mesh implanted.] On (B)(6) 2012: laparoscopic parastomal hernia repair. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2013: laparoscopic parastomal hernia repair; extensive lysis of adhesions. Relevant medical information: on (B)(6) 2010: ¿recently found to have gross hematuria; on workup, found to have a rather large bladder tumor arising from the left lateral wall of bladder. The report of transurethral resection of bladder tumor suggests she has muscle invasive disease. Transurethral resection of bladder tumor performed on (B)(6) 2010 revealed papillary urothelial carcinoma high-grade with lamina propria invasion of left lateral wall, detrusor muscle invasion. Recommend surgery.¿ on (B)(6) 2010: ¿incision clean, dry, intact, healing well. Stoma is pink and patent. Status post cystectomy with ileal conduit diversion and bilateral pelvic lymph node dissection on (B)(6) 2010 [no operative note] here for one week follow up and removal of ureteral stent and jp drain; removed and covered with dressings.¿ on (B)(6) 2011: follow up after cystectomy. Postoperative course complicated by readmission due to hypotension, dehydration and failure to thrive. Doing well since discharge. Stoma pink and patent. No evidence of abdominal masses, well-healed midline surgical incision.¿ on (B)(6) 2011: ¿comes today after having discovered during her follow up that she is developing a hernia around the ileal conduit stoma. She states that this has been slowly increasing in size over the past year and has gotten more noticeable since she has been coughing quite a bit. She does note some pain, especially when she has bouts of coughing and the hernia increases in size. She does have a skin ulceration adjacent to the stoma which is underneath the stoma appliance. Abdomen: abdomen is soft and nontender, it is quite distended, particularly around the ileal conduit stoma. There is a reducible hernia which visibly decreased in size when the patient is lying supine. I could not palpate a hernia defect, but did not take the stoma appliance off as well. CT report shows a large herniation around her stoma with the small and large bowel in it. She also had an ultrasound which revealed mild hydronephrosis on the right side, not significantly different from her prior scan.¿ assessment and plan: parastomal hernia following cystectomy and ileal conduit a year ago.¿ on (B)(6) 2011: ¿general surgery consultation note. She complains of pain in area of hernia worse when coughing. She also complains of skin breakdown adjacent to stoma that is painful when in contact with the urine. Hernia has been increasing in size. Noticed the hernia mostly when she quit smoking right after surgery and she was coughing a lot. Hernia has been increasing in size over the last 2-3 months and pain has been worse the last 3 weeks. Abdomen is soft, it is quite distended, particularly around the ileal conduit stoma. There is a reducible parastomal with ulcerated skin adjacent. CT scan shows large herniation around her stoma with the small and large bowel in it. Assessment: parastomal hernia at ileal conduit stoma. Plan: laparoscopic parastomal hernia repair with possible mesh.¿ on (B)(6) 2012: gastrointestinal: ¿soft, nontender, nondistended, urostomy bag present, hernia noted near bag. Low risk for proposed surgical procedure.¿ on (B)(6) 2012: inpatient admission. On (B)(6) 2012: operative report. Laparoscopic primary repair of parastomal hernia. [Alleged implant: gore® dualmesh® plus biomaterial; only primary repair completed - no mesh implanted.] Findings: ¿a very large fascial defect with not [sic] adherent bowel that herniated and was easily reduced. Excellent primary reopposition of the fascial tissue therefore we did not need for synthetic or biologic mesh placement.¿ procedure: ¿a left upper quadrant veress needle was inserted and pneumoperitoneum was established to a pressure of 15 mmhg. I then placed a 5 mm port percutaneously into the abdomen. A camera was placed and the abdomen was inspected. There is not sign of injury from veress needle insertion. Two additional 5 mm ports were placed along the left lateral aspect of the patient¿s abdomen under direct visualization. It was immediately note that there were fair amount of adhesions to the posterior abdominal wall. These were taken down under direct visualization using a combination of sharp dissection and the harmonic scalpel. Once these adhesions were taken down using the camera in the left upper quadrant port, we were able to easily identify a very significant fascial defect approximately 4 cm x 4 cm in size. The urostomy was clearly visible traversing the defect. There were no abnormal loops of bowel stuck up into the hernia, as they had all fallen down into the abdomen nicely with pneumoperitoneum establishment. There were a few omental adhesions to the mesentery of the urostomy as well as circumferentially around the abdominal wall near the fascial defect. These were taken down sharply and with a harmonic scalpel. Once there was a very nice area of fascia that was cleared out circumferentially, we proceed with primary repair. To repair the fascia, we used #0 tevdek sutures. These were placed under direct vision laparoscopically using the needle 2-0 from a carter-thomason closure device. We grasped the tevdek suture in closure device and were able to easily pass the needle under direct visualization across the fascial defect. We placed 4 sutures in figure of-eight fashion in this matter making a small nick percutaneously to access the patient¿s fascia. The pneumoperitoneum was then let down and under no pressure, the sutures were pulled up so that the fascial defect was closed. We then reinsufflated the abdomen to a pressure of 10mm hg and returned the camera to the abdomen, so we could inspect our surgical area. It was noted that the patient¿s fascia was very nicely reapproximate. There was plenty of space around the area of the urostomy and there was therefore no concern that we had made the fascia overly tight. To ensure patency of the ostomy, we took a foley catheter externally and passed it through the urostomy into the abdomen into the ileal conduit which we were watching from the inside. This was again noted to be nicely patent that easily passed large bore foley catheter. Because the fascia with [sic] so nicely reapproximated, we opted not to place any mesh in the area. The abdomen was desufflated and the skin was closed with a combination of 4-0 vicryl sutures and dermabond. A urostomy device was replaced for urine collection and the patient was awakened from anesthesia and taken to the recovery room in stable condition.¿ on (B)(6) 2012: discharge summary. ¿postoperative course was notable for mild hypertension and tachycardia. Stable and improved by post-op day #3. No lifting greater than 10 pounds for 6-8 weeks after surgery. Follow up in bariatric clinic in 1 week.¿ relevant medical information: on (B)(6) 2012: ¿status post repair of parastomal hernia. It is coming along well, still having some peristomal edema. This should hopefully go down in the next 3-4 weeks. We can obtain a CT scan if it does not to make sure there is no evidence for hernia formation. The patient did fall the other day, possibly causing this to happen. She still has 2 open sores on her area around the stoma. I may need to actually remove these as they are not healing well at all. Plan is to go ahead and cautiously observe her and follow up in 3 weeks.¿ on (B)(6) 2012: ¿underwent repair primarily of a parastomal hernia. The sutures clearly did not take, and she has recurrence of that. It is not particularly big, and clearly she has no evidence of infection, fistula or other issues. My plan is to go ahead and repair this now with mesh. She understands the procedures, risks and potential complications, which certainly are increased with the use of mesh, but I think it should be reasonable to proceed sometime on (B)(6).¿ on (B)(6) 2012: ¿she comes today just for routine followup and also reports that she has recently had a significant bout of urosepsis requiring ICU admission for 4 days. She has now recovered from that with IV antibiotic therapy. Her parastomal hernia continues to be significant and is causing pain and some skin breakdown around the site of her stoma. Previously her peristomal skin arose and had healed completely, but it was recently reactivated after she had to use a stomal appliance without applying any stoma powder around the stoma site. Abdomen: soft, very protuberant area, particularly around the ileal conduit stoma with bowel herniation underneath skin. The stoma itself was functioning well and draining urine into the bag and is pink. Assessment and plan: patient post-cystectomy with significant problem of parastomal hernia for which she is to undergo mesh repair in the near future.¿ on (B)(6) 2012: ¿parastomal hernia of ileal conduit. Severe pain (7), location abdomen; burning pain next to abdominal stoma. Saw her in may for recurrence of her parastomal hernia. Plan was for repair but gloria had a set back in june where she was in the hospital for 5 days for sepsis. Here today about scheduling repair of parastomal hernia. Abdomen: large parastomal hernia with a 2 cm superficial wound just lateral to stoma. Impression/plan: recurrence of parastomal hernia. Plan is for repair with mesh in 1 month. We applied silver nitrate to superficial wound.¿ implant preoperative complaints: on (B)(6) 2012: ¿scheduled for surgical repair of parastomal herniation. Earlier this summer was hospitalized for gram-negative bacteremia sepsis and shock with urinary tract infection growing out escherichia coli. CT scan from on (B)(6) had shown bilateral hydronephrosis, CT scan from on (B)(6) this summer did not show hydronephrosis. In between these exams she had first surgical procedure to address hernia. Seen by me on (B)(6) for follow up of hospitalization with shock; urine negative for bacterial growth at that time. Abdomen distended, especially right lower quadrant. Large herniation around site of stoma. Impression: preoperative examination, incisional hernia.¿ on (B)(6) 2012: indications: ¿previously undergone cystectomy with ileal conduit for urinary diversion in 2010 developed parastomal hernia which was subsequently repaired. Unfortunately, patient developed recurrence and presented to dr. Ikramuddin¿s clinic for the discussion of the repair. After understanding the risks and benefits of proceeding with a laparoscopic parastomal hernia repair, she agreed to an operation. General risks related to abdominal surgery were reviewed with the patient. These include, but are not limited to, death, myocardial infarction, pneumonia, urinary tract infection, deep venous thrombosis with or without pulmonary embolus, abdominal infection from bowel injury or abscess, bowel obstruction, wound infection, and bleeding. Risks related to hernia repair were also discussed and these specifically include the risk of recurrence, chronic abdominal wall pain, seroma, and wound and mesh infection.¿ implant procedure: laparoscopic parastomal hernia repair. Implant: gore® dualmesh® plus biomaterial (1dlmcp08/9083190, 12cm x 15cm x 1mm thickness). Implant date: on (B)(6) 2012 [hospitalization on (B)(6) 2012]. Description of hernia being treated: ¿under the benefits of general endotracheal anesthesia, the peritoneal cavity was entered using veress needle technique in left upper quadrant. Pneumoperitoneum to maximum pressure of 15 mm hg was established. Five ports were placed in total. There were numerous intraabdominal adhesions and these were taken down using a combination of blunt, ultrasonic dissector, and scissors. The adhesions were dense and required 40 additional minutes of or time. The adhesions were particularly dense at the location of the parastomal hernia. All of the omentum and bowel were reduced away from the abdominal wall.¿ implant size and fixation: ¿the hernia size was measured and a piece of 12 x 15 cm gortex® mesh was chosen with the size outlined above. Anchoring sutures using ethibond were placed at the superior and the inferior left and right lateral locations. Additional vicryl sutures were spaced approximately 1.5 cm apart along the periphery of the mesh, leaving the space for the conduit tunneling along the right border of the mesh. The mesh was rolled up, passed through a trochar [sic], and unfurled inside the abdomen. The mesh was oriented with the coated side down. A suture passing device was used to anchor the mesh with transfascial fixation at 12 points with at least 3 cm of overlap at all locations of the hernia. The abdomen was desufflated and transfacial sutures were tied. The abdomen was re-insufflated. The mesh was then fixated at 1cm intervals circumferentially using the titanium tecks [sic]. The abdomen was inspected to hemostasis. Pneumoperitoneum was completely desufflated and all ports were removed. 0 vicryl was used for fascial closure of 12-mm port and then 4-0 monocryl and dermabond was used on the skin. Sterile dressings were applied.¿ on (B)(6) 2012: discharge summary. ¿had an uneventful hospital course. Discharged home on postoperative day #2. Discharge activity: no lifting, driving or strenuous exercise for 4-6 weeks. Follow up with dr. Ikramuddin in 1-2 weeks.¿ relevant medical information: on (B)(6) 2012: ¿9 days status post parastomal hernia from ileal conduit. Recent urinary tract infection, started on cipro. Abdomen soft, nontender, nondistended. Impression: doing well. Wound care instructions reviewed.¿ on (B)(6) 2012: ¿severe pain (7) mid to right abdominal pain, warm and stabbing.¿ on (B)(6) 2013: ¿she has had a parastomal hernia fixed in 2010 and again on (B)(6) 2012. The second was with mesh. She has clear recurrence based on CT scan. I do have one in the computer from on (B)(6) 2013. She has a large and significant recurrence. The plan is to repair this. Again, she understands the procedures, risks and potential complications. We may need to convert to open. I do not think at this time that we have a good scope in terms of being able to relocate this. She will certainly need to address the area of recurrence and reinforce this with mesh.¿ revision preoperative complaints: on (B)(6) 2013: ¿preoperative for surgery, painful abdominal hernia. Gastrointestinal: soft, non-tender, positive bowel sounds, ureterostomy in place on right with a large bulge of the right abdominal wall. Impression: low anesthetic risk for upcoming surgery.¿ on (B)(6) 2013: indications: ¿previously undergone a parastomal hernia repair with mesh. She has developed a recurrence of the hernia with herniated small bowel. After understanding the risks and benefits of proceeding with a laparoscopic parastomal hernia repair, she agreed to an operation. Risks related to hernia repair were also discussed and these specifically include the risk of recurrence, chronic abdominal wall pain, seroma, and wound and mesh infection.¿ revision procedure: laparoscopic parastomal hernia repair. Extensive lysis of adhesions (requiring 120 additional minutes of or time). Revision date: on (B)(6) 2013 [hospitalization on (B)(6) 2013]. On (B)(6) 2013: findings: ¿numerous intra-abdominal adhesions requiring extensive lysis of adhesions. Medium parastomal hernia measuring 4 x 4 and round-shaped.¿ procedure: ¿under the benefits of general endotracheal anesthesia, the peritoneal cavity was entered using a left upper quadrant veress needle. Pneumoperitoneum to maximum pressure of 15 mmhg was achieved. Four ports were placed in total. The camera port was a 5-mm port. There were numerous intra-abdominal adhesions and these were taken down using a combination of blunt, ultrasonic dissector, and scissors. The adhesions were dense and required 120 additional minutes of operating room time. The adhesions were particularly dense at the location of the stoma site. The hernia was located cephalad to the stoma at the previous mesh placement. Findings related to the hernia are outlined above. All of the omentum and bowel were reduced away from the abdominal wall around the stoma. There was previously placed mesh all around the hernia defect and therefore we elected to close the present mesh primarily rather than place a new piece of mesh. Using a stab incision, 0 ethibond suture was placed with a carter-thomasen suture passer to place two figure-of-eight sutures to primarily close the previously placed mesh around the stoma. There was sufficient space around the bowel leading up to the stoma to prevent strangulation. I desufflated the abdomen and this revealed appropriate hernia coverage. The abdomen was inspected for hemostasis. Pneumoperitoneum was completely desufflated and all ports were removed. The skin at all port sites was closed with 4-0 monocryl suture in a subcuticular fashion and dermabond was applied. The patient tolerated the procedure well without any apparent immediate complications.¿ on (B)(6) 2013: discharge summary. ¿pathology results: none. Her course was essentially uncomplicated. She was discharged to home in stable condition.¿ relevant medical information: on (B)(6) 2013: emergency department. ¿presents with abdominal pain. Postoperative day 3 status post parastomal hernia repair; presents for a wound check and bleeding. This morning noticed bloody drainage from laparoscopic surgical site. Has a significant amount of bruising on abdomen around her surgical site, which she noticed yesterday. Abdomen: tenderness, no rebound or guarding. Extensive bruising and ecchymoses over entire right side of abdomen. Surgical port sites covered with dermabond, very minor slow continuous oozing from port sites. Tender to palpation over right abdomen, appears appropriately tender. Impression/plan: bleeding identified in emergency room is very minor, slow constant oozing from two surgical port sites. Is controlled easily with pressure. However, has extensive bruising over entire right side of abdomen. Did have a rather extensive surgery with two extra hours due to extensive adhesions. Tachycardic here in emergency room, raising possibility of blood loss. Final diagnosis: bleeding-mild oozing from surgical port site, anemia, status post hernia repair.¿ on (B)(6) 2013: ¿incisions are clean and dry and intact. Doing well.¿ on (B)(6) 2013: ¿one-month status post laparoscopic parastomal hernia repair, extensive lysis of adhesions. Incisions clean/dry/intact. Doing well. Return to clinic in one month.¿ on (B)(6) 2019: over past week has more swelling around urostomy site; has become quite painful. Has had numerous operations that have failed to fix her abdominal wall hernia. Reports mayo clinic said they would do surgery as last resort to save her life but otherwise they are not touching that hernia. Weight 96 lbs., bmi 18.75. Large hernia present around urostomy. Bowel visible through very thin abdominal wall. Impression: hernia abdominal wall, chronic idiopathic constipation. Plan: get 6-inch ace wrap, wrap up liked a weight lifting belt all around torso, just under urostomy. Rest. On (B)(6) 2020: hospitalized with dehydration and urinary tract infection. Taking bactrim ds. Complains of pain at hernia site where urostomy is. This has been investigated and is not a good surgical candidate. Would like to know what she can do about it. Weight 112.6, bmi 21.99. The upper abdomen soft and nontender. Urostomy bag in right lower quadrant. Large hernia present around the urostomy. Bowel visible through very thin abdominal wall. No erythema or warmth. Impression: ventral hernia without obstruction or gangrene. Plan: get a girdle and cut a hole for the urostomy. On (B)(6) 2020: recently hospitalized with presumed urosepsis. Treated with antibiotics. Weak, recently developed hypoxia. Former smoker; has been coughing. Urostomy bag intact; has hernia around urostomy which is chronic. Does not seem exquisitely tender on exam. Impression: wheezy, shortness of breath, cough, generalized abdominal pain, tremor, tachycardia. Plan: admission today. On (B)(6) 2020: follow-up hospitalization for urinary tract infection with confusion and hypoxia. Gastrointestinal: soft, non-tender, urostomy bag in place, chronic hernia present around urostomy, positive bowel sounds. Impression: chronic urinary tract infection, chronic kidney disease stage 4, chronic obstructive pulmonary disease, hypokalemia, anemia secondary to renal failure. Conclusion: gore® dualmesh® plus biomaterial [1dlmcp08/9083190]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use includes a precaution, ¿do not use absorbable sutures or cutting needles to secure the device in place.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: gore® dualmesh® plus biomaterial. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9083190. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) clinic. (B)(6) md. Letter to (B)(6) md. Relatively healthy 60-year-old lady recently found to have gross hematuria; on workup, found to have a rather large bladder tumor arising from the left lateral wall of bladder. The report of transurethral resection of bladder tumor suggests she has muscle invasive disease. I do recommend the best treatment option would be radical cystectomy with urinary diversion. Transurethral resection of bladder tumor performed (B)(6) 2010 revealed papillary urothelial carcinoma high-grade with lamina propria invasion of left lateral wall, detrusor muscle invasion. Not complaining of pain at this time. Medical history: hypertension, seizure disorder. Weight 159 lbs. Abdominal exam remarkable for pfannenstiel incision scar, no palpable organomegaly. Impression/plan: relatively healthy with recent diagnosis of primary transitional cell carcinoma of bladder with muscle invasion. Treatment options would be radical cystectomy with urinary diversion either in form of ileoconduit and neobladder or indiana pouch. Given large size of tumor and young age, I do not think transurethral resection of bladder tumor alone or chemoradiation therapy would be ideally suited for her. Tentatively plan surgery in near future. (B)(6) 2010: (B)(6) clinic. (B)(6) md. Office notes. Abdomen soft, nontender, non-distended. Incision clean, dry, intact, healing well. Stoma is pink and patent. Status post cystectomy with ileal conduit diversion and bilateral pelvic lymph node dissection (B)(6) 2010 here for one week follow up and removal of ureteral stent and jp drain; removed and covered with dressings. Patient quite tired and hypotensive; blood pressure 60s over 40s. Will take her to emergency room for IV and hydration; admit to urology. (B)(6) 2011: (B)(6) clinic. (B)(6) md. Office notes. Follow up after cystectomy. Postoperative course complicated by readmission due to hypotension, dehydration and failure to thrive. Doing well since discharge. Complains of some difficulties with stoma appliance; it does leak on occasion and causes her significant distress. Is ambulating, attempting to regain strength. Weight 137.6 lbs. Abdomen soft, nontender, non-distended. Stoma pink and patent. No evidence of abdominal masses, well-healed midline surgical incision. Impression: urothelial carcinoma invading into detrusor muscle, poorly differentiated, evidence of perineural invasion. Plan: referral for wound ostomy nurse closer to her home. ??/??/??: [missing records: records of CT scan reporting ¿large herniation around her stoma with the small and large bowel in it¿ were not provided.] ??/??/??: [missing records: records of an ultrasound were not provided.] (B)(6) 2012: (B)(6) clinic. (B)(6) md. Office notes. Hernia repair on (B)(6) 2012; preoperative examination. Risk factors: hypertension, gastrointestinal reflux disease, thyroid disease, anxiety, depression. Weight 141.2, bmi 26.24. Gastrointestinal: soft, nontender, non-distended, urostomy bag present, hernia noted near bag. Low risk for proposed surgical procedure. (B)(6) 2012: (B)(6) medical center, (B)(6). Lab. Albumin 3.1 l (3.3-4.9). (B)(6) 2012: (B)(6) medical center, (B)(6). Microbiology. Urine culture. Source: urine catheter. Specimen description: catheterized urine. Culture micro: greater than 100,000 colonies/ml klebsiella oxytoca. Final (B)(6) 2012. (B)(6) 2012: (B)(6) medical center, (B)(6). (B)(6) md (resident); (B)(6) md. Discharge summary. Admission diagnosis: parastomal hernia. Consultations: wound care nurse. Tolerated procedure well, no complications. Diet slowly advanced and bowel function returned. Pain controlled with oral pain medication and able to ambulate and void without difficulty. On postoperative day #1, discharged home in stable and improved condition. Abdomen soft, non-distended, appropriately tender, incisions clean/dry/intact. Instructions: no lifting greater than 10 pounds for 6-8 weeks after surgery. May shower and get incisions wet starting 48 hours after surgery; do not scrub or submerge wounds for 2 weeks. Follow up in bariatric clinic in 1 week. (B)(6) 2012: (B)(6) medical center, (B)(6). (B)(6) md. Letter to (B)(6) md; (B)(6) md. Status post repair of parastomal hernia. It is coming along well, still having some peristomal edema. This should hopefully go down in the next 3-4 weeks. We can obtain a CT scan if it does not to make sure there is no evidence for hernia formation. The patient did fall the other day, possibly causing this to happen. She still has 2 open sores on her area around the stoma. I may need to actually remove these as they are not healing well at all. Plan is to go ahead and cautiously observe her and follow up in 3 weeks. (B)(6) 2012: (B)(6) medical center, (B)(6) . (B)(6) pa-c. Office notes. Diagnosis: parastomal hernia of ileal conduit. Severe pain (7), location abdomen; burning pain next to abdominal stoma. Saw her in may for recurrence of her parastomal hernia. Plan was for repair but gloria had a set back in june where she was in the hospital for 5 days for sepsis. Here today about scheduling repair of parastomal hernia. Weight 149 lbs, bmi 28.15. Abdomen: large parastomal hernia with a 2 cm superficial wound just lateral to stoma. Impression/plan: recurrence of parastomal hernia. Plan is for repair with mesh. We applied silver nitrate to superficial wound. Plan: call to schedule laparoscopic parastomal hernia repair with mesh; plan surgery in 1 month. (B)(6) 2012: (B)(6) clinic. (B)(6) md. Office notes. Here for preoperative exam. Scheduled for surgical repair of parastomal herniation. Earlier this summer was hospitalized for gram-negative bacteremia sepsis and shock with urinary tract infection growing out escherichia coli. CT scan from (B)(6) 2012 had shown bilateral hydronephrosis, CT scan from june this summer did not show hydronephrosis. In between these exams she had first surgical procedure to address hernia. Seen by me on (B)(6) 2012 for follow up of hospitalization with shock; urine negative for bacterial growth at that time. Doesn¿t like to go outside because of unsightly bulge in abdomen at site of herniation. Weight 155, bmi 28.35. Abdomen distended, especially right lower quadrant. Large herniation around site of stoma. Impression: preoperative examination, incisional hernia. (B)(6) 2012: (B)(6) medical center, (B)(6). (B)(6) np. Office notes. 9 days status post parastomal hernia from ileal conduit. Tolerating diet, denies nausea/vomiting. Voiding, stooling, passing flatus without problems, ambulating. Stated had chills with shaking, hot flashes on (B)(6) 2012. Went to primary care physician and she has a urinary tract infection, low potassium; started on cipro. Abdomen soft, nontender, non-distended. Impression: doing well. Wound care instructions reviewed. Follow up with dr. (B)(6) on (B)(6) 2012. Has a follow up with primary care on (B)(6) 2012. (B)(6) 2012: (B)(6) medical center, (B)(6). (B)(6) pa-c. Office notes. Diagnoses: morbid obesity, abdominal pain. Weight 150 lbs, bmi 28.49. Severe pain (7) mid to right abdominal pain, warm and stabbing. No provider note, no charge. (B)(6) 2013: (B)(6) clinic. (B)(6) md. Office notes. Preoperative for surgery, painful abdominal hernia. Bleeding problems: no personal or family history. Hospitalized for escherichia coli sepsis and shock (B)(6) 2012. Weight 153, bmi 27.98. Gastrointestinal: soft, non-tender, positive bowel sounds, ureterostomy in place on right with a large bulge of the right abdominal wall. Impression: low anesthetic risk for upcoming surgery. (B)(6) 2013: (B)(6). (B)(6) rn. Nurse notes. Had hernia repair on (B)(6) 2013, discharged yesterday. Moving around hotel today and noted bleeding from a laparoscopic site. Complains of bad pain which is not new. (B)(6) 2013: (B)(6) . (B)(6) md. Emergency department visit. Presents with abdominal pain. Postoperative day 3 status post parastomal hernia repair; presents for a wound check and bleeding. States has been doing well since discharge from hospital yesterday; this morning noticed bloody drainage from laparoscopic surgical site. No fever/chills. No changes in postoperative pain; well-controlled by home medications. Denies changes in ostomy output. Does state she has a significant amount of bruising on abdomen around her surgical site, which she noticed yesterday. Former smoker¿40 years, cigarettes; quit on (B)(6) 2010. No alcohol. Weight 151 lb., pulse 125. Abdomen: no mass. Tenderness, no rebound or guarding. Abdomen is soft, round. Urostomy intact, draining clear yellow urine. Extensive bruising and ecchymoses over entire right side of abdomen. Surgical port sites covered with dermabond, very minor slow continuous oozing from port sites. Disposable brief and bed have blood over entire right side. Tender to palpation over right abdomen, appears appropriately tender. Slightly decreased bowel sounds. Impression/plan: bleeding identified in emergency room is very minor, slow constant oozing from two surgical port sites. Is controlled easily with pressure. However, has extensive bruising over entire right side of abdomen. Did have a rather extensive surgery with two extra hours due to extensive adhesions. Tachycardic here in emergency room, raising possibility of blood loss. If had significant intra-abdominal bleeding, I think she would likely have increased pain. Had surgical resident evaluate patient; he does not believe patient having intra-abdominal bleeding and this is all soft tissue bleeding after surgery. She does not need further evaluation at this point. Resident did speak with dr. (B)(6); recommended patient stay in town another day and she is able to do this. If worsening bleeding, pain or other symptoms should come back. Otherwise, okay to follow up with her postoperative appointment as scheduled. Final diagnosis: bleeding-mild oozing from surgical port site, anemia, status post hernia repair. (B)(6) 2013: . Exam: soft, non-distended, big bruise over right lower flank, no more bloody oozing from port site in right lower quadrant. Impression: postoperative day 3 status post laparoscopic parastomal hernia repair presented with bloody oozing from a port site with stable hemoglobin and tachycardia in 100s-200s. (B)(6) 2013: (B)(6) medical center, (B)(6). (B)(6) rn, cnp. Office notes. Incisions are clean and dry and intact. Patient doing well. Wound care instructions reviewed with patient. (B)(6) 2013: (B)(6) medical center, (B)(6) . (B)(6) rn, cnp. Office notes. One-month status post laparoscopic parastomal hernia repair, extensive lysis of adhesions. Abdomen soft, nontender, non-distended. Incisions clean/dry/intact. Impression/plan: doing well. Wound care instructions reviewed with patient. Return to clinic in one month. (B)(6) 2013: (B)(6) medical center, (B)(6). Appointment notes. Provider: (B)(6) md. Hernia follow up. (B)(6) 2013 appointment canceled; patient ¿threw back out¿, not able to drive to appointment. (B)(6) 2019: (B)(6) clinic. (B)(6) md. Office notes. Over past week has more swelling around urostomy site; has become quite painful. Somewhat constipated. In past worked with urostomy nurse for supportive belt but does not wear it; says is does not fit. Has had numerous operations that have failed to fix her abdominal wall hernia. Reports mayo clinic said they would do surgery as last resort to save her life but otherwise they are not touching that hernia. Weight 96, bmi 18.75. Upper abdomen soft, non-tender. Large hernia present around urostomy. Bowel visible through very thin abdominal wall. Impression: hernia abdominal wall, chronic idiopathic constipation. Plan: get 6-inch ace wrap, wrap up liked a weight lifting belt all around torso, just under urostomy. Senna; hold for diarrhea. Rest. (B)(6) 2020: (B)(6) clinic. (B)(6) md. Office notes. Hospitalized with dehydration and urinary tract infection. Taking bactrim ds. Complains of pain at hernia site where urostomy is. This has been investigated and is not a good surgical candidate. Would like to know what she can do about it. Weight 112.6, bmi 21.99. The upper abdomen soft and nontender. Urostomy bag in right lower quadrant. Large hernia present around the urostomy. Bowel visible through very thin abdominal wall. No erythema or warmth. Impression: ventral hernia without obstruction or gangrene. Plan: get a girdle and cut a hole for the urostomy. (B)(6) 2020: (B)(6) clinic. (B)(6) md. Office notes. Recently hospitalized with presumed urosepsis. Treated with antibiotics; discharged home on antibiotics. Has developed what she feels is thrush in mouth; stopped taking oral antibiotics after about only 4 doses. Weak, recently developed hypoxia. Former smoker; has been coughing. Weight 101, bmi 19.72. Urostomy bag intact; has hernia around urostomy which is chronic. Does not seem exquisitely tender on exam. Impression: wheezy, shortness of breath, cough, generalized abdominal pain, tremor, tachycardia. Plan: admission today. (B)(6) 2020: (B)(6) clinic. (B)(6) md. Office notes. Follow-up hospitalization for urinary tract infection with confusion and hypoxia. Gastrointestinal: soft, non-tender, urostomy bag in place, chronic hernia present around urostomy, positive bowel sounds. Impression: chronic urinary tract infection, chronic kidney disease stage 4, chronic obstructive pulmonary disease, hypokalemia, anemia secondary to renal failure. Records span (B)(6) 2010 to (B)(6) 2020 a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Added medical record information'. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: operative notes. Preoperative diagnosis: recurrent parastomal hernia. Postoperative diagnosis: same. Procedure: laparoscopic parastomal hernia repair; extensive lysis of adhesions (requiring 120 additional minutes of or time). Surgeon: (B)(6), md (please note the assistant surgeon for this very complicated procedure was (B)(6), md; he was scrubbed because there was no qualified surgical resident available to assist). Anesthesia: (B)(6). Estimated blood loss: 25 ml. Findings: numerous intra-abdominal adhesions requiring extensive lysis of adhesions. Medium parastomal hernia measuring 4 x 4 and round-shaped. Complications: none. Specimen: none. Comorbidities; past medical history, diagnosis: bladder cancer, depression, seizures, gastroesophageal reflux disease, thyroid disease, arthritis, hernia of unspecified site of abdominal cavity without mention of obstruction or gangrene; stomal, bipolar 1 disorder. Indications for procedure: ¿[the patient] is a 63 year old female who has previously undergone a parastomal hernia repair with mesh. She has developed a recurrence of the hernia with herniated small bowel. After understanding the risks and benefits of proceeding with a laparoscopic parastomal hernia repair, she agreed to an operation. General risks related to abdominal surgery were reviewed with the patient. These include, but are not limited to, death, myocardial infarction, pneumonia, urinary tract infection, deep venous thrombosis with or without pulmonary embolus, abdominal infection from bowel injury or abscess, bowel obstruction, wound infection, bleeding. Risks related to hernia repair were also discussed and these specifically include the risk of recurrence, chronic abdominal wall pain, seroma, and wound and mesh infection.¿ operative procedure: ¿under the benefits of general endotracheal anesthesia, the peritoneal cavity was entered using a left upper quadrant verress needle. Pneumoperitoneum to maximum pressure of 15 mmhg was achieved. Four ports were placed in total. The camera port was a 5-mm port. There were numerous intra-abdominal adhesions and these were taken down using a combination of blunt, ultrasonic dissector, and scissors. The adhesions were dense and required 120 additional minutes of or time. The adhesions were particularly dense at the location of the stoma site. The hernia was located cephalad to the stoma at the previous mesh placement. Findings related to the hernia are outlined above. All of the omentum and bowel were reduced away form the abdominal wall around the stoma. There was previously placed mesh all around the hernia defect and therefore we elected to close the present mesh primarily rather than place a new piece of mesh. Using a stab incision, 0 ethibond suture was placed with a carter-thomasen suture passer to place two figure-of-eight sutures to primarily close the previously placed mesh around the stoma. There was sufficient space around the bowel leading up to the stoma to prevent strangulation. I desufflated the abdomen and this revealed appropriate hernia coverage. The abdomen was inspected for hemostasis. Pneumoperitoneum was completely desufflated and all ports were removed. The skin at all port sites was closed with 4-0 monocryl suture in a subcuticular fashion and dermabond was applied. The patient tolerated the procedure well without any apparent immediate complications. I was scrubbed for all critical components of the operation. All sponge and needle counts were correct x 2 at the end of the procedure.¿ on (B)(6) 2013: ER surgery consult notes. ¿chief complaint: bloody discharge from port site with tachycardia.¿ ¿as well pt is having a significant bruise over her right lower flank which per patient remains stable since she was discharged home yesterday.¿ ¿given the stable hb and unchanged bruise with the ceasing of port site oozing no indication for any further management at the moment. Prefer the pt to stay in town for on [sic] more day given her tachycardia and mis team will call her in the morning to make sure everything is ok. To f/u with dr. (B)(6) next week in the clinic.¿ on (B)(6) 2013: office notes. Incisions are clean and dry and intact. Patient doing well. Wound care instructions reviewed with patient. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B5: corrected the event description (implant date). B7: added medical history. D1: added brand name. D2: added common device name. D4: added lot number. D4: added expiration date. D4: added catalog number. D4: added UDI. D6: corrected implant date. H4: added manufacture date. H6: update method/results codes, conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2011, including records for previous abdominal procedures, were not provided. 12/07/11: progress notes. Diagnosis: bladder cancer. History: ¿[the patient] is a 61-year-old lady who underwent a cystectomy with ileal conduit urinary diversion over a year ago who comes today after having discovered during her follow up that she is developing a hernia around the ileal conduit stoma. She states that this has been slowly increasing in size over the past year and has gotten more noticeable since she has been coughing quite a bit. She does note some pain, especially when she has bouts of coughing and the hernia increases in size. She does have a skin ulceration adjacent to the stoma which is underneath the stoma appliance. Abdomen: abdomen is soft and nontender, it is quite distended, particularly around the ileal conduit stoma. There is a reducible hernia which visibly decreased in size when the patient is lying supine. I could not palpate a hernia defect, but did not take the stoma appliance off as well. I did attempt to open the outside CT scan, which I was unable to do and hence we will submit her CT for review here, but according to the report she has a large herniation around her stoma with the small and large bowel in it. She also had an ultrasound which revealed mild hydronephrosis on the right side, not significantly different from her prior scan. Assessment and plan: parastomal hernia following cystectomy and ileal conduit a year ago. We will have the patient see the stoma nurse to look at the skin changes adjacent to the stoma and also we will have a consultation with dr. Ikramuddin tomorrow to see if we can obtain his help in repairing the parastomal hernia.¿ 12/08/11: progress notes. ¿general surgery consultation note. Referred to us by dr. Konety because she has developed a hernia around the ileal conduit stoma. She complains of pain in area of hernia worse when coughing. She also c/o skin breakdown adjacent to stoma that is painful when in contact with the urine. Hernia has been increasing in size. She is here today to see dr. Ikramuddin regarding repair of parastomal hernia. Pain is constant but worse with coughing and moving. Noticed the hernia mostly when she quit smoking right after surgery and she was coughing a lot. Hernia has been increasing in size over the last 2-3 months and pain has been worse the last 3 weeks. C/o nausea and vomiting occasionally. Surgical history: open cystectomy 2010, total hysterectomy 1977, open chole 10-15 yrs ago. Abdomen is soft, it is quite distended, particularly around the ileal conduit stoma. There is a reducible parastomal with ulcerated skin adjacent. Ht: 5¿2 ½, wt. 144 lbs., bmi 26.22. CT scan shows large herniation around her stoma with the small and large bowel in it. Assessment: 61 y.o. Female s/p cystectomy for bladder cancer with parastomal hernia at ileal conduit stoma. Plan: laparoscopic parastomal hernia repair with possible mesh.¿ 01/11/12: operative report. Diagnosis: parastomal hernia. Procedure performed: laparoscopic primary repair of parastomal hernia. Findings: ¿a very large fascial defect with not [sic] adherent bowel that herniated and was easily reduced. Excellent primary reopposition of the fascial tissue therefore we did not need for synthetic or biologic mesh placement. Indications for operation: status post urostomy formation status post cystectomy for bladder cancer. She has developed a hernia around the side of her urostomy that is quite symptomatic for the patient and she is determined to be an appropriate candidate for elective repair. Operative course: ¿a left upper quadrant veress needle was inserted and pneumoperitoneum was established to a pressure of 15 mmhg. I then placed a 5 mm port percutaneously into the abdomen. A camera was placed and the abdomen was inspected. There is not sign of injury from veress needle insertion. Two additional 5 mm ports were placed along the left lateral aspect of the patient¿s abdomen under direct visualization. It was immediately note that there were fair amount of adhesions to the posterior abdominal wall. These were taken down under direct visualization using a combination of sharp dissection and the harmonic scalpel. Once these adhesions were taken down using the camera in the let upper quadrant port, we were able to easily identify a very significant fascial defect approximately 4 cm x 4 cm in size. The urostomy was clearly visible traversing the defect. There were no abnormal loops of bowel stuck up into the hernia, as they had all fallen down into the abdomen nicely with pneumoperitoneum establishment. There were a few omental adhesions to the mesentery of the urostomy as well as circumferentially around the abdominal wall near the fascial defect. These were taken down sharply and with a harmonic scalpel. Once there was a very nice area of fascia that was cleared out circumferentially, we procced with primary repair. To repair the fascia, we used #0 tevdek sutures. These were placed under direct vision laparoscopically using the needle 2-0 from a carter-thomason closure device. We grasped the tevdek suture in closure device and were able to easily pass the needle under direct visualization across the fascial defect. We placed 4 sutures in figure of-eight fashion in this matter making a small nick percutaneously to access the patient¿s fascia . The pneumoperitoneum was then let down and under no pressure, the sutures were pulled up so that the fascial defect was closed. We then reinsufflated the abdomen to a pressure of 10mm hg and returned the camera to the abdomen, so we could inspect our surgical area. It was noted that the patient¿s fascia was very nicely reapproximate. There was plenty of space around the area of the urostomy and there was therefore no concern that we had made the fascia overly tight. To ensure patency of the ostomy, we took a foley catheter externally and passed it through the urostomy into the abdomen into the ileal conduit which we were watching from the inside. This was again noted to be nicely patent that easily passed large bore foley catheter. Because the fascia with [sic] so nicely reapproximated, we opted not to place any mesh in the area. The abdomen was desufflated and the skin was closed with a combination of 4-0 vicryl sutures and dermabond. A urostomy device was replaced for urine collection and the patient was awakened from anesthesia and taken to the recovery room in stable condition.¿ the records confirming the alleged gore mesh implant during the 1/11/12 procedure were not provided . 01/13/12:radiology ¿ x-ray abdomen. ¿history: parastomal hernia. Evaluate for cause of abdominal pain. Impression: nonspecific bowel gas pattern without evidence of free air, pneumatosis or a definite obstruction.¿ 01/14/12: discharge summary. ¿procedures: laparoscopic parastomal hernia repair performed on 01/11/12. Hospital course: postoperative course was notable for mild hypertension and tachycardia on post op day #2 which responded well to IV fluid resuscitation. She otherwise was tolerating diet and passing as without difficulty; ambulating and performing her incentive spirometry. She was provided wound care consultation to aide in ostomy pouching and has done well from that standpoint and noted improvement in the amount of leakage she was having around her soma. On post op day #3 she was stable and improved condition; discharged home with plans to return to clinic in 2 weeks for further [sic]. Discharge instructions: notable for weight lifting restrictions.¿ 05/30/12: progress notes. ¿underwent repair primarily of a parastomal hernia. The sutures clearly did not take, and she has recurrence of that. It is not particularly big, and clearly she has no evidence of infection, fistula or other issues. My plan is to go ahead and repair this now with mesh. She understands the procedures, risks and potential complications, which certainly are increased with the use of mesh, but I think it should be reasonable to proceed sometime in july.¿ 08/08/12: progress notes. Diagnosis: bladder cancer. History: ¿[the patient] is a 62-year-old lady who underwent cystectomy with ileal conduit urinary diversion almost 2 years ago for t2n0mx tcc of the bladder. Postoperatively, she has developed a significant parastomal hernia for which she is planning surgery at this time. She comes today just for routine followup and also reports that she has recently had a significant bout of urosepsis requiring ICU admission for 4 days. She has now recovered from that with IV antibiotic therapy. Her parastomal hernia continues to be significant and is causing pain and some skin breakdown around the site of her stoma. Previously her peristomal skin arose and had healed completely, but it was recently reactivated after she had to use a stomal appliance without applying any stoma powder around the stoma site. Physical examination: vital signs: she is afebrile, blood pressure 128/73, pulse 117, weight 148 pounds. Abdomen: soft, very protuberant area, particularly around the ileal conduit stoma with bowel herniation underneath skin. The stoma itself was functioning well and draining urine into the bag and is pink. Assessment and plan: patient post-cystectomy with significant problem of parastomal hernia for which she is to undergo mesh repair in the near future. We will have her follow up with dr. Ikramuddin for that. I also reassured her that maybe some of the issue with developing a urinary tract infection may be related to poor drainage from her stoma which should be helped by repair of the hernia. We will also obtain a CT scan on her to ensure that there is no evidence of any recurrent disease. She can follow up with us in about 6 months once she has healed from the parastomal hernia repair. She will also be following up to the stoma nurse for assistance regarding the aeration risk around the stoma.¿ 00/00/12: [missing record: CT scan to be obtained as mentioned in progress note from 08/08/12 not provided] 09/17/12: operative notes. Preoperative diagnosis: parastomal hernia. Postoperative diagnosis: same. Procedure: laparoscopic parastomal hernia repair. Name of mesh: gortex® 1 mm; 12 cm x 15 cm. Findings: ¿numerous intraabdominal adhesions requiring extensive lysis of adhesions. Medium parastomal hernia measuring 9 x 12 cm. Complications: none. Specimen: none.¿ comorbidities; past medical history, diagnosis: bladder cancer, depression, hypertension, seizures, gastro-oesophageal reflux disease, thyroid disease, arthritis, hernia stomal. Indications for procedure: [the patient] is a 62 year old female who has previously undergone cystectomy with ileal conduit for urinary diversion in 2010 developed parastomal hernia which was subsequently repaired. Unfortunately, patient developed recurrence and presented to dr. Ikramuddin¿s clinic for the discussion of the repair.¿ operative procedure: ¿under the benefits of general endotracheal anesthesia, the peritoneal cavity was entered using veress needle technique in left upper quadrant. Pneumoperitoneum to maximum pressure of 15 mm hg was established. Five ports were placed in total. There were numerous intraabdominal adhesions and these were taken down using a combination of blunt, ultrasonic dissector, and scissors. The adhesions were dense and required 40 additional minutes of or time . The adhesions were particularly dense at the location of the parastomal hernia. All of the omentum and bowel were reduced away from the abdominal wall. The hernia size was measured and a piece of 12 x 15 cm gortex® mesh was chosen with the size outlined above. Anchoring sutures using ethibond were placed at the superior and the inferior left and right lateral locations. Additional vicryl sutures were spaced approximately 1.5 cm apart along the periphery of the mesh, leaving the space for the conduit tunneling along the right border of the mesh. The mesh was rolled up, passed through a trochar, and unfurled inside the abdomen. The mesh was oriented with the coated side down. A suture passing device was used to anchor the mesh with transfascial fixation at 12 points with at least 3 cm of overlap at all locations of the hernia. The abdomen was desufflated and transfacial sutures were tied. The abdomen was re-insufflated. The mesh was then fixated at 1cm intervals circumferentially using the titanium tecks. The abdomen was inspected to hemostasis. Pneumoperitoneum was completely desufflated and all ports were removed. 0 vicryl was used for fascial closure of 12-mm port and then 4-0 monocryl and dermabond was used on the skin. Sterile dressings were applied.¿ 09/17/12: implant information. Implants. Mesh gortex® dual 26x34cmx1mm-implanted. Inventory item: mesh gortex dual 26x34cmx1mm. Model/cat number: 1dlmcp08. Serial number: ni. Manufacturer: w.l. Gore & associate. Lot number: 9083190. Size: ni. Device identifier: ni. Device identifier type: ni. As of 09/17/12. Status: implanted. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/9083190) was implanted during the procedure. 09/19/12: discharge summary. Admission/discharge dx: parastomal hernia from ileal conduit. Procedures: laparoscopic parastomal hernia repair. Hospital course: taken to or for parastomal hernia repair. She got anxious on her po #0 as she has history of anxiety disorder. Anxiety meds were started pod #1. Other than that she has an uneventful hospital course.¿ 02/22/13: [records from CT scan showing ¿large and significant recurrence¿ not provided] 03/27/13: progress notes. ¿she has had a parastomal hernia fixed in 2010 and again 09/12. The second was with mesh. She has clear recurrence based on CT scan. I do have one in the computer from 02/22. She has a large and significant recurrence. The plan is to repair this. Again, she understands the procedures, risks and potential complications. We may need to convert to open. I do not think at this time that we have a good scope in terms of being able to relocate this. She will certainly need to address the area of recurrence and reinforce this with mesh. Her husband will be back from his travels in about 10 days, and we can schedule after that.¿ 04/30/13: [missing record: operative report from hernia repair/lysis of adhesions .] 05/03/13: discharge summary. Date of admission: 04/30/13. Pre/postoperative diagnoses: recurrent parastomal hernia. Procedures performed, 04/30/13: laparoscopic parastomal hernia repair; extensive lysis of adhesions. Pathology results: none. Culture results: none. Intraoperative complications: none. Postoperative complications: none. Drains/tubes present at discharge: none. Date of discharge: 05/03/13. Hospital course: ¿[the patient] is a 63 year old female with hx of bladder cancer, gerd, and thyroid disease who has previously undergone a parastomal hernia repair with mesh. She has developed recurrence of the hernia with herniated small bowel. S/p recurrent lap parastomal hernia repair (04/30/13). She tolerated the operation well and postoperatively was transferred to the general post-surgical unit. The remainder of her course was essentially uncomplicated. Prior to discharge, her pain was controlled well, she was able to perform adls and ambulate independently without difficulty, and had full return of bowel and bladder function. On 05/03/13, she was discharged to home in stable condition. Follow up with dr. Ikramuddin, bariatric surgeon, in four weeks from discharge. No follow up labs or test are needed. Discussed with dr. Ikramuddin, staff surgeon, on the day of discharge .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6), 2012 whereby a gore dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6), 2012 whereby an alleged gore device was implanted. The following was reported: "pt. Had gore mesh implanted on (B)(6) 2012 for parastomal repair. On (B)(6) 2012, she required an additional laparoscopic surgical repair because the gore mesh failed and allowed recurrence. Substantial intraabdominal adhesions were noted at the gore mesh implant and reduced. This required 40 minutes of additional or time. Another gore mesh was implanted to make the repair. On (B)(6) 2013, she required another laparoscopic surgery because the gore mesh had again failed and caused recurrence and adhesions. The adhesions were so severe that she required 120 minutes to just take down adhesions. Mesh was noted as being "all around the hernia defect" and that they "elected to close the present mesh mesh primarily...." This suggests the mesh ruptured. Plaintiff had a painful recovery and required emergent care on (B)(6) 2013. She was noted to have extensive bruising and ecchymoses over enture right side of her abdomen. She was also noted to have continous drainage of blood from multiple surgical port sites." It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and espress warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information was not provided.

Manufacturer narrative:
Evaluation codes: updated results code. Conclusion code remains unchanged.